Event description:
Boston scientific received information that this device displayed an expected longevity of 1 - 2 years less than 3 months prior to reaching elective replacement indicator (eri). A local area sales representative reported the device declared eri at 2.58v and the charge time was 10.5 seconds. As a result, the device was explanted and replaced. To date, no additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
The device was pulled from archive. Two capacitors were analyzed further. Final analysis confirmed the battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition.